Manufacturer narrative:
The insulin pump passed the displacement test, excessive no delivery test. The insulin pump alarmed motor error during basic occlusion test and alarmed prime during prime test due to faulty force sensor. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose was unknown mg/dl. The customer was assisted in clearing the alarm the customer stated that the alarm occurred twice in the last 30 days. The customer was unable to rewind. The customer was advised that the device would be replaced and agreed to return the product for analysis.